Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient returned with inflammation on tibial side tunnel which required debridement by the surgeon. Debridement done due to inflammation on tibia tunnel side (post double bundle acl done in (B)(6) 2012 utilizing biosure ha 8mm x 25mm screw). Acl is intact, no issue seen on femoral tunnel sites. Patient has meniscal repair done using fast-fix 360.

Manufacturer narrative:
Device investigation narrative - examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. This complaint reports post-op inflammation that required debridement by surgeon. Surgeon removed a white foreign substance during the debridement that he requested a biopsy of. There were no biopsy/lab results provided, and no clinical/medical documentation has been provided. Therefore a thorough clinical assessment cannot be performed. Further investigation is not warranted at this time. (B)(4).